Manufacturer narrative:
After further review of additional information received the following sections a2, b3, b5,d1, d4,g4, g7, h1,h2,h4 and h6 have been updated accordingly. Section b5: the following additional information received per the patient profile form (ppf) indicates that approximately six years and nine months after implantation the patient became aware of perforation of the filter struts outside of the inferior vena cava (ivc). The patient states to suffer from severe bilateral edema and increased pain due to swelling in feet cause the toenails to grow into the skin causing bleeding and right hip pain. The patient states to have anxiety and mental anguish of the filter fracturing causing more bodily injury or possible death which has increased their depression. The patient states to be in constant fear and anxiety about facing another potential surgery to remove the filter. Patient states to can no longer take short walks and suffers from insomnia. Patient states to have increased fatigue and shortness of breath. According to the implant records the patient had right femoral deep venous thrombosis and was a fall risk. The trapease filter was deployed in an infrarenal position in the inferior vena cava. The patient tolerated the procedure well. According to the CT records six years post implant, the filter is still in place. It was also observed that the patient has a large ventral hernia which contains bowel. The patient also has a non-obstructing calculus lower pole calyx in the left kidney. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was right femoral deep venous thrombosis and fall risk. The trapease filter was deployed in an infrarenal position in the inferior vena cava. The patient tolerated the procedure well. The filter subsequently malfunctioned not limited to pain, anxiety, scarring and perforation the ivc wall. Per the patient profile form (ppf), the patient reports ivc perforation, bilateral leg edema, bleeding, hip pain, anxiety, insomnia, fatigue, depression and shortness of breath. According to the CT records six years post implant, the filter is still in place. It was also observed that the patient has a large ventral hernia which contains bowel. The patient also has a non-obstructing calculus lower pole calyx in the left kidney. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Leg edema, bleeding, depression, insomnia, fatigue and scarring do not represent device malfunctions and may be related to underlying patient related issues. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown; if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to pain and suffering physical injury; including but not limited to, malfunction of the filter causing perforation of, and injury to the ivc wall resulting in damage to the patient; emotional and psychological trauma; anxiety; diminished capacity; hedonic damages; lost wages; loss of earning capacity; disability; disfigurement; scarring; past and future medical expenses; and any other damages the patient may be entitled to in law or equity. The indication for filter placement is not available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety, scarring and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: pain and suffering physical injury; including but not limited to, malfunction of the filter causing perforation of and injury to the ivc wall resulting in damage to the patient; emotional and psychological trauma; anxiety; diminished capacity; hedonic damages; lost wages; loss of earning capacity; disability; disfigurement; scarring; past and future medical expenses; and any other damages the patient may be entitled to in law or equity.